Event description:
The user facility reported to the distributor it was impossible to perform the flushing test before the implantation of the valve due to suspected occlusion of the internal connector.